Manufacturer narrative:
Summary: returned protaper ultimate finishing file f3 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. As for patient outcome no further information received after 3 documented attempts complaint will be reopened if further information is received per (B)(4).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate f3 25mm x6 broke during use. The outcome of this event is unknown as of this MDR. Additional information will be submitted as it becomes available.